Manufacturer narrative:
The system was tested and found to be working within specification. The error message was caused by a problem between the radiation source and the control unit. This may have been caused by external emi. The system could have been restarted and the procedure continued, as outlined in the labeling.

Event description:
A female patient was scheduled to receive an intraoperative radiation therapy. During the radiotherapy, an error message occurred on the display and the procedure was stopped. The physician decided not to continue with the intraoperative radiation therapy, but add the missing dose with external radiation.